Manufacturer narrative:
Terumo has not rec'd the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the centrifugal pump was noisy. Two occurrences were noted; however, event info was only given for one occurrence. The product was not changed out. There was no pt injury. The surgery was completed successfully and without delay.